Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. It was not reported whether the pt was hospitalized prior to death. It was not reported if physioneal therapy was ongoing until the time of death or whether an autopsy was performed. Additional information was requested but is not available.